Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes, d.10. Date returned to mfg: 2020-08-28, h.3. Device evaluated by mfg?: yes, h.6. Investigation summary: evaluation statement, the customer reported the infusion pump was beeping right away when infusion was started. When the nurse opened the pump door to check if there was an air bubble problem, it was found there was leaking from the infusion tubing within the pump door. Received was a used primary set model 2420-0007 lot reported as 1018085914. The set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. Fluid was observed along the outside of the lower fitment component. During handling of the set, the engagement between the lower fitment p/n tc10006063 and tubing p/n tc10011704 components separated. No other issue was observed. No functional testing was necessary due to the obvious separation. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. When aligning the separated tubing end's depth with the lower fitment, based on the slide clamp indentation along the tubing, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.164 ± 0.003 inches. Further visual inspection of the lower fitment opening observed no issue or abnormality. Further handling/tug of the rest of the set's tubing engagements observed no separation. Equipment used (inspection and measurement performed on 20sep2020): ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record for model 2420-0007 lot 18085914 shows the set was manufactured on 11aug2018 with a total of (B)(4). There were no quality notifications issued during the production build of this component. Root cause analysis: the customer's reports that the infusion pump alarmed and the tubing set leaked was confirmed. The cause of the alarm was identified as initially due to specific set components engagement not being bonded properly leading to an eventual separation between the components. The root cause of the separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Investigation conclusion: the customer's reports that the infusion pump alarmed and the tubing set leaked was confirmed based on manual handling and visual inspection of the received set sample. Fluid was observed along the outside of the lower fitment component and during handling of the set, the engagement between the lower fitment and tubing components separated. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. Further inspection when aligning the separated components observed a gap indicating that the components were not properly attached. The bd tj manufacturing facility is aware of insufficient solvent on critical joints and a systemic investigation ((B)(4)) to identify other potential root cause for leak and separation issues has been initiated. This issue will continue to be monitored for an increase in frequency. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv leaked from the infusion tubing. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 1018085914. It was reported that when the rn open the channel to check if the air bubble problem then found out that there was leaking from the infusion tubing. The infusion pump was beeping constantly. When the rn open the channel to check if the air bubble problem then found out that there was leaking from the infusion tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv leaked from the infusion tubing. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 1018085914. It was reported that when the rn open the channel to check if the air bubble problem then found out that there was leaking from the infusion tubing. The infusion pump was beeping constantly. When the rn open the channel to check if the air bubble problem then found out that there was leaking from the infusion tubing.